Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once investigation is complete, a follow-up MDR will be submitted.

Event description:
Skin graft mesher had incomplete mesh. The event occurred during the meshing of previously recovered cadaveric skin. No patient involvement. There was no damage to the device or any part of it. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the unit produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller gear and spring pin were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specifications but produced a passing sample mesh. The shoulder bolts, comb, roller, and roller gear were visually damaged. Ther 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable even after replacing the collars, bushings, and gear. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the shoulder bolts, washers, cap nuts, comb, roller, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was unknown what cutter was used during the event. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review it was unknown what cutter was used during the event. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.